Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens and clear surgical residue/ debris on the product. Visual inspection found a tear on the haptic and clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.50/1.0/079 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.